Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown gmrs femoral component. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of medical records with a clinical consultant indicated" I can confirm that the patient underwent a proximal femoral replacement since I was able to review x-rays with the implant in place. I can confirm that it was in place on (B)(6) 2023 since all of the xrays that I reviewed were dated as such. I can also confirm that the patient had a revision of the original proximal femoral replacement on (B)(6) 2018 since I was able to review hospital records attesting to that fact. Root cause analysis: the root cause of both episodes of loosening cannot be determined with certainty. The causes of implant loosening with osteolysis are multifactorial including surgical technique in the way the prosthesis is cemented and implanted, as well as host bone factors, patient factors including activity level, lifestyle and bmi. With the information provided I would not assign any causality to the implant itself. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of medical records with a clinical consultant indicated" I can confirm that the patient underwent a proximal femoral replacement since I was able to review x-rays with the implant in place. I can confirm that it was in place on (B)(6) 2023 since all of the xrays that I reviewed were dated as such. I can also confirm that the patient had a revision of the original proximal femoral replacement on (B)(6) 2018 since I was able to review hospital records attesting to that fact. Root cause analysis: the root cause of both episodes of loosening cannot be determined with certainty. The causes of implant loosening with osteolysis are multifactorial including surgical technique in the way the prosthesis is cemented and implanted, as well as host bone factors, patient factors including activity level, lifestyle and bmi. With the information provided I would not assign any causality to the implant itself.

Event description:
This report is for the 2018 revision. As per pss implant request case: previous left proximal femur for osteosarcoma, re-revision required for loosening. This patient has gmrs proximal femur which was revised with custom stem and side plate in 2018 for loosening. (Pi) require a custom stem with ha collar and plates to medial and lateral sides which will accept screws that can be ha coated and go into the condyles planned resection is 8cm from collar.